Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power sources. The customer's blood glucose (bg) level was impacted (420 mg/dl). The customer stated no corrective action had been taken at the time of the call to address elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.